Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had displayed a service message during patient monitoring. The device was reset to troubleshoot; however, the device no longer powered on. There were no reports of adverse effects to the patient as a result of the reported event.